Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2023-00102.

Event description:
The patient was undergoing a coil embolization procedure in the left interlobar arteries using a ruby coil, a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil through the lantern, the physician encountered resistance and the ruby coil unintentionally detached within the lantern. Therefore, the lantern was removed, and the ruby coil was flushed on the back table. The physician then placed and detached another ruby coil in the target vessel successfully using the same lantern. Next, the physician attempted to advance the pod pc; however, the physician encountered resistance and the pod pc unintentionally detached within the lantern. Therefore, the physician removed the lantern and flushed the pod pc out. The procedure was completed using another pod pc and the same lantern. There was no adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil pusher assembly confirmed that the embolization coil was detached. Evaluation revealed that the sr component was fractured and the proximal constraint sphere from the embolization coil was present inside the distal tip of the pusher assembly. If the ruby coil is manipulated against resistance during use, damage such as sr component may fracture. This damage likely contributed to the ruby coils embolization coil detaching from the pusher assembly. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and likely occurred during packaging of the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2023-00102.